Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had migrated in the pocket. A pocket revision was performed successfully. All electrical measurements are within range. The device remains implanted.